Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect intermittently, cause was unknown. Subsequently, the customer experienced a blood gluocse (bg) of 18 mg/dl. The customer consumed carbohydrates to address the bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.